Manufacturer narrative:
The reported complaint was not confirmed for the reported issue. Upon receipt of the device from customer, device underwent 3 add'l volumetric evals by failure analysis. Device passed volumetric evals and tested within specifications. Investigation results: 1st test: 10.1ml or 101% of expected volume, 2nd test: 10.0ml or 100% of expected volume, 3rd test: 10.0ml or 100% of expected volume. Preventative maintenance was also performed on device. There is not sufficient info available to determine root cause for reported complaint. Ongoing communication with customer to collect add'l info is still in progress so that root cause can be determined for reported issue.

Event description:
It was reported initially by customer that device caused under-infusion to pt. Through several attempts to gather more info from customer, it was reported by customer that no description could be found of what occurred. Customer reported that pt experience no adverse affect as a result of reported issue. Customer reported that pt is doing fine.